Event description:
It was reported that there was a positioning issue and the device was entrapped on the guidewire. A 1.85mm jetstream sc catheter was selected for an atherectomy procedure of the posterior popliteal artery. There were no reported issues during the first pass; however, at the start of the second pass, the thruway guidewire became entrapped in the catheter shaft. The device twisted and shortened in the vessel. The atherectomy procedure was continued until the wire became lost, so the physician had to probe again. The catheter and the guidewire were removed from the patient and the procedure was completed with a conventional percutaneous angioplasty (pta). There were no reported patient complications.

Manufacturer narrative:
Device analysis by manufacturer: the product was returned to boston scientific for analysis. Returned product consisted of a jetstream sc-1.85. The thruway guidewire was in the device when returned. The device and the catheter shaft were analyzed for damage. The catheter shaft showed 1severe kink located 105cm from the tip. The guidewire was sticking out of the tip 18cm and sticking out of the proximal end 139cm from the pod. The guidewire showed kinks at the proximal end of the pod. The device was set up per the IFU. The device primed; however, the blades would not rotate due to the damaged shaft. The guidewire was removed from the device by pulling from the proximal end and removing the wire out of the pod. Inspection of the remainder of the device, apart from the observed damage revealed no other damage or irregularities.

Event description:
It was reported that there was a positioning issue and the device was entrapped on the guidewire. A 1.85mm jetstream sc catheter was selected for an atherectomy procedure of the posterior popliteal artery. There were no reported issues during the first pass; however, at the start of the second pass, the thruway guidewire became entrapped in the catheter shaft. The device twisted and shortened in the vessel. The atherectomy procedure was continued until the wire became lost, so the physician had to probe again. The catheter and the guidewire were removed from the patient and the procedure was completed with a conventional percutaneous angioplasty (pta). There were no reported patient complications.